Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. A cross reference of the device log and battery log found that the returned battery was not the same battery used during the event. Without receipt of the battery, root cause evaluation could not be performed. The battery was replaced as a precaution. The device passed all testing including defib charge testing using the returned multifunction cable without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.